Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing vascular procedure was performed when the issue happened. The procedure was aborted. The philips field service engineer (fse) visited onsite and confirmed that reported problem. After reviewing the log, fse confirmed that issues caused the inability to produce x-rays. To resolve the issue, fse replaced the ippc, reinstalled os and application software. Fse performed recreation of image store and confirmed that image disk issue was resolved and return the failure part for analysis, but no failure found. After replacing the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an error message indicating the image disk was full, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.